Event description:
Boston scientific received information that during a routine device check, the patient with this device system experienced syncope during a threshold test following loss of capture (loc). No further information was available.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.